Event description:
Customer reports to have a blank display screen. Customer reports that insulin pump was exposed to radiation through pet scan as customer is a cancer patient customer's blood glucose was over 400 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump was received with blank display due to broken solder joint on the interface board. Unable to perform the displacement test or test the operating currents due to blank display. The motor was tested outside of the device and passed. The insulin pump has stripped battery cap at coin slot, cracked battery tube threads, cracked belt clip slot, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.